Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor was re-seated and the cine drive was re-formatted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had lines in the cine images. No patient injury was reported.